Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an anterior capsule tear on a patient thought to be caused by the femtosecond laser during laser assisted cataract surgery. The tear did not go posteriorly. A sulcus lens was placed. The patient is doing fine.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformities, which may have contributed to the reported event. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).